Event description:
Patient was referred for battery replacement due to low battery and an increase in seizures. Further information was received from the physician's office that the increase in seizures was caused by low battery and an external factor due to withdrawal of a patient's medication due to cost of the medication. The increase in seizures was noted to be above pre-vns baseline levels. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted product has not been received by product analysis to date.